Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular lead, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and unexpected delivery of a ventricular tachyarrythmia therapy. It was noted there were 15 non-sustained (ns) tachycardia episodes with v-v intervals <(><<)> 220ms on (B)(6) 2015 and the rv pace impedance was steady at approximately 470 ohms through (B)(6) 2015, then rose out of range starting (B)(6) 2015. One inappropriate shock was delivered on (B)(6) 2015 due to non-physiologic oversensing. (B)(4).

Event description:
It was reported that the lead exhibited high impedance and had a possible fracture. A defect in the lead led to artifact sensing and inappropriate shocks. A revision was performed and the lead was capped. No further patient complications have been reported as a result of this event.